Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited white residue on the auxiliary water inlet. There was no patient involvement.

Manufacturer narrative:
This MDR was submitted during the system outage from july 22, 2026 to july 27, 2026 which may result in a delay of receipt of all of the acknowledgements.the device was returned to olympus for inspection.a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established.should additional relevant information become available, a supplemental report will be submitted.olympus will continue to monitor field performance for this device.